Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No excessive no delivery alarms were noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call indicating that they had no delivery alarm during manual prime. Customer's blood glucose at time of incident was 130 mg/dl. After the troubleshooting was done, customer was advised that we are replacing the insulin pump due to no delivery even after verifying connection was fine. Customer was advised that we are shipping pump replacement.